Event description:
In 2008, a patient had reportedly complained of tinnitus following a shoulder scan that was performed in 2004. At that time, the incident was investigated and there was no evidence that the mr system malfunctioned or that a serious injury had occurred. The patient was scanned with proper hearing protection, and no link between the mr scan and the reported tinnitus had been established by the patient or site. Ge healthcare was just recently informed that the patient has been diagnosed with tinnitus and hearing loss.

Manufacturer narrative:
Since the incident occurred in 2004, an acoustic test will not be performed on the system now since the results would not be indicative of the status of the system at the time of the incident. A review of the complaints from the months surrounding the date of this incident was done and there were no other tinnitus complaints reported for this system. A review of the service dispatches from the months surrounding the date of the incident was also done. There were no other acoustic noise, tinnitus or hearing loss complaints noted in the service dispatches during this time period as well.